Event description:
The user facility reported during a patient procedure one of their harmony lc 500 surgical lightheads slowly drifted from its set position. An employee pushed the lighthead to prevent it from contacting the patient, which caused the lighthead to disconnect from the arm and hit the surgical table and the floor. No report of injury or procedural delay or cancellation.

Manufacturer narrative:
A steris field service technician arrived onsite, inspected the surgical lighting system, and identified the cardanic arm assembly loosened from the spring arm. The technician also noted that the plastic covers were damaged and the securing screw on the upper cardanic arm was missing. The technician replaced the broken covers and metal straps. He reinstalled the lighthead and cardanic assembly, and replaced all other cracked covers on the assembly. Finally he adjusted both spring arms, tested the system, confirmed it to be operating according to specification, and returned it to service. Section 5.3 of the operator manual states, "[if] lighthead drifts once set in position and released [then] brake adjustment [is] incorrect or ... Central hub [is] not level - call your service representative, or - if qualified - consult section concerning suspension arm adjustments in maintenance manual." The unit was installed in 2007 and is not under steris contract agreement for maintenance. This is the only time the user facility has contacted steris for service or work on the unit.